Event description:
It was reported that an increase of high voltage lead impedance to out of range was observed during real-time measurements. The measurement after hv shock was normal. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.